Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the insulin pump had a crack at the reservoir compartment and a no delivery alarm. The blood glucose at the time of the incident was 425 mg/dl. The customer treated with manual injection. Troubleshooting was performed and it was found that the cannula was bent. The insulin pump was returned for analysis.

Manufacturer narrative:
The insulin pump had no unexpected no delivery alarm during testing. The insulin pump was received with all operating currents within specification and passed functional testing including the rewind test, self-test, error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The insulin pump had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads and broken reservoir tube lip.